Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('claiming pain- chronic, pelvic/abdominal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 3 (B)(6) 2006, (B)(6) 2013, (B)(6) 2014), uterine bleeding, generalized anxiety disorder, impingement syndrome, asthma, joint pain, thyroid disorder and weight loss. Concurrent conditions included pain ankle and dysfunctional uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine haemorrhage ("uterine bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("claiming pain- chronic, pelvic/abdominal"), metrorrhagia (" bleeding between periods"), psychological trauma (" psychology injury "), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysgeusia ("other injury(ies) or complication(s) please describe: metallic taste in mouth") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (oophorectomy (bilateral), hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, metrorrhagia and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, psychological trauma, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, fatigue, dysgeusia and uterine haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff claims to have received treatment for menorrhagia, pelvic pain, abdominal pain, genital haemorrhage, metrorrhagia. Discrepancy noted in explant date: (B)(6) 2018, (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram thorax - on (B)(6) 2018: impression: small right lower lobe se';)mental! Sub segmental pulmonary emboli no large central emboli observed presumed recent gastric surgery with free air as noted. Hysterosalpingogram - on (B)(6) 2018: (as per pfs) results: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. (As per mr) impression: 1. Apparent bilateral fallopian tube occlusion secondary to essure devices. 2. Intravasation into the myometrium. Pathology test - on (B)(6) 2018: final diagnosis: uterus and bilateral fallopian tubes. Hysterectomy with bilateral salpingectomy cervix: benign cervical mucosa with mucous cysts and endocervical polyp; no dysplasia or malignancy endometrium: benign endometrium. Mid secretory pattern; no hyperplasia. Atypia or malignancy myometrium: adenomyosis serosa surface/peritonitis reflection: no histopathologic abnormality bilateral fallopian tubes: benign fallopian tube with right paratubal cyst; no evidence of malignancy. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Endometrial stripe measures 7 mm. It appears mildly heterogeneous. Persistent retained product of conception cannot be excluded. 2. Small left ovarian cyst. Most recent follow-up information incorporated above includes: on 31-jan-2020: plaintiff fact sheet and medical records received: new events - abnormal bleeding (vaginal), pregnancy (stillbirth or miscarriage), migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual, intercourse), fatigue, other injury(ies) or complication(s) please describe: metallic taste in mouth and uterine bleeding were added. Reporter's information, medical history, concomitant condition, medical history, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('claiming pain- chronic, pelvic/abdominal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 3 ((B)(6) 2006, (B)(6) 2013, (B)(6) 2014), uterine bleeding, generalized anxiety disorder, impingement syndrome, asthma, joint pain, thyroid disorder and weight loss. Concurrent conditions included pain ankle and dysfunctional uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine haemorrhage ("uterine bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("claiming pain- chronic, pelvic/abdominal"), metrorrhagia (" bleeding between periods"), psychological trauma (" psychology injury "), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysgeusia ("other injury(ies) or complication(s) please describe: metallic taste in mouth") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (oophorectomy (bilateral),hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, metrorrhagia and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, psychological trauma, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, fatigue, dysgeusia and uterine haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the plantiff claims to have received treatment for menorrhagia, pelvic pain, abdominal pain, genital haemorrhage, metrorrhagia. Discrepancy noted in explant date: (B)(6) 2018, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram thorax - on (B)(6) 2018: impression: small right lower lobe se';)mental! Sub segmental pulmonary emboli no large central emboli observed presumed recent gastric surgery with free air as noted. Hysterosalpingogram - on (B)(6) 2018: (as per pfs) results: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. (As per mr) impression: 1. Apparent bilateral fallopian tube occlusion secondary to essure devices. 2. Intravasation into the myometrium. Pathology test - on (B)(6) 2018: final diagnosis: uterus and bilateral fallopian tubes. Hysterectomy with bilateral salpingectomy cervix: benign cervical mucosa with mucous cysts and endocervical polyp; no dysplasia or malignancy endometrium: benign endometrium. Mid secretory pattern; no hyperplasia. Atypia or malignancy myometrium: adenomyosis serosa surface/peritonitis reflection: no histopathologic abnormality bilateral fallopian tubes: benign fallopian tube with right paratubal cyst; no evidence of malignancy.. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Endometrial stripe measures 7 mm. It appears mildly heterogeneous. Persistent retained product of conception cannot be excluded. 2. Small left ovarian cyst. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('claiming pain- chronic, pelvic/abdominal') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("claiming pain- chronic, pelvic/abdominal"), metrorrhagia (" bleeding between periods"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma (" psychology injury "). The patient was treated with surgery (oophorectomy (bilateral), hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, metrorrhagia and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: the plaintiff claims to have received treatment for menorrhagia, pelvic pain, abdominal pain, genital haemorrhage, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received : incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- menorrhagia, pelvic pain, abdominal pain, genital haemorrhage, metrorrhagia, psychological trauma. Outcome of events ¿menorrhagia, pelvic pain, abdominal pain, genital haemorrhage, metrorrhagia¿ added as ¿recovered / resolved¿. Reporter information, patient details , product indication updated. Removal date added. Lab data added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.